Event description:
The pump was returned for investigation. Investigation revealed a contaminated force sensor around the shim. The force sensor fails resistance specification. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: an ez prime operation was performed with no difficulties. The pump failed force sensor calibration check. A review of the black box shows no loss of prime warnings occurring during the recorded dates. The pump was exercised for 24 hours with no loss of primes duplicated. The pump was opened and the force sensor pins and old display were intact. There was no damage or defects noted to the force sensor flex or pin solder. During evaluation, a contaminated force sensor was observed around the shim. The force sensor fails resistance specification. Unrelated to the complaint, the keypad symbols were worn. . Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.